Manufacturer narrative:
(B)(4 . Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, some deployed staples of the line of the cut end side were formed in lumbricoid shape. The device was used on the stomach. The cartridge was blue. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m52k69. The analysis found that one pse60a device was returned in good visual condition and with six cartridge reloads present. Cartridge (b, c, d, e, f) ecr60b, m5351u were received fully fired and in good visual condition. Cartridge (g) ecr60w, m52u3u was received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.